Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 350-400s mg/dl). Contact alleged pump may have been cause of event; however, was unsure "what aspect" of the pump was the issue. Healthcare provider advised contact to administer an insulin injection to address bg. Pump system check with tandem technical support found no issues with the pump.